Event description:
The user facility reported that the involved radifocus guidewire product was used during surgical treatment. The product was used when inserting a chest drain. It was presumed that when the catheter was manipulated back and forth, and it was cut by friction with the puncture needle. The fractured piece remained in the patient's body; however, it was confirmed that a separate operation was performed to remove the fractured piece. The procedure outcome was not reported. No fractured piece was remained in the patient's body (retrieved).

Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: PMA/510(k): k926214. Actual sample upon receipt was only a main body of guidewire. Visual inspection of the actual sample found it had been fractured. The total length of the main body of guidewire was approximately 1307mm. Since the total length of normal product is approximately 1500mm, it was inferred that the actual sample was missing approximately 193mm. Magnifying inspection of the actual sample found the outer layer had been peeled off in the vicinity of fractured section. The end of outer layer peeled section was arc-shaped and had a gentle slope. No anomaly such as a scratch was found in other sections. Electron microscopic inspection of the actual sample found the fractured surface at the outer layer peeled section was smooth. Therefore, it was inferred that the involved section came into contact with some sharp object, and the outer layer was peeled off. The side surface where the outer layer was peeled off was rotated 180 degrees, and the appearance was inspected. It was found that the outer layer had been torn. Measurement of dimension found the outer diameter of the normal section to meet the factory's specification. No anomaly was found. The outer layer of actual sample was removed, and electron microscopic inspection of the condition of wire at the fractured section was performed. The wire had been curved. Therefore, it was inferred that the fracture occurred while the actual sample was curved. There were streak patterns on the fractured surface of wire. No anomaly was found in the manufacturing record and the product inspection record. No other similar report of the product with the involved product code/lot number from other facilities was found. Simulation test 1 for combination with metal needle: from the condition of actual sample, it was inferred that the actual sample came into contact with some sharp object in a curved state, and pulling force was applied, causing the outer layer to peel and fracture. Therefore, following simulation test was performed. A factory-retained 0.035inch guidewire was used in combination with a metal needle, and the guidewire was bent and operated in the removal direction. As a result, the guidewire came into contact with the metal needle and the outer layer peeled off. Magnifying and electron microscopic inspections of the simulated product 1. The wire was exposed over half the circumference. In simulation test 1, although the outer layer of guidewire was peeled off, it was not fractured. Therefore, it was presumed that stronger force was applied to the actual sample. Simulation test 2 for combination with metal needle: in order to generate stronger contact with the metal needle while the guidewire was bent, following simulation test was performed. A factory-retained 0.035inch guidewire was used in combination with a metal needle, and the distal end was trapped. In that state, push-pull operation and torque operation were applied to the guidewire. As a result, the guidewire was deflected. Subsequently, push-pull operation and torque operation were continuously applied to the guidewire, and the guidewire was removed in a state in which a loop was formed in it. As a result, the looped section got caught on the distal end of metal needle and the guidewire fractured. Magnifying and electron microscopic inspections of the simulated product 2. The outer layer was peeled off in the vicinity of fractured section. The end of outer layer peeled section was arc-shaped, and had a gentle slope. The side surface where the outer layer was peeled off was rotated 180 degrees, and the appearance was inspected. It was found that the outer layer was torn. The wire was curved. There were streak patterns on the fractured surface of wire. From these results, it was likely to be similar to the condition of actual sample. From the condition of actual sample and the results of simulation tests, it was likely that that the actual sample came into contact with some sharp object in a curved state, and pulling force was applied, causing the outer layer to peel and fracture. As a possible cause of this case, it was inferred that a loop was formed in the guidewire due to push-pull operation and torque operation performed while the distal end of guidewire was trapped. In this state, when the guidewire was removed, the metal needle and the looped section came into strong contact, causing peeling of the outer layer and the fracture on the actual sample. In addition, it was inferred that the actual sample was missing approximately 193mm. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." "Do not manipulate or withdraw the guidewire m through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.